Event description:
Siemens became aware of a malfunction that occurred on the artis zee floor unit. A potentially high dose reading for a patient was communicated. However, detailed clarifications of this event are currently ongoing, therefore the event is reported in doubt. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplement report will be filed if additional information becomes available. Section h6 code 4755 - unknown component.

Manufacturer narrative:
The investigation was completed by our experts. The detailed log-file investigation did not reveal any system deficiencies. The analysis showed that within one hour fluoro was performed for approximately 29 minutes which resulted in 2,80gy skin dose; and 35 acquisitions taken resulted in 2,83gy. Most x-rays were taken at a water value of approximately 35cm and a source image distance (sid) of 110cm. All fluoro skin dose rate was below 88mgy/min. The applied dose was displayed to the user in real-time on the monitor. Therefore, the applied dose levels were in accordance with the system settings and imaging conditions, as well as the applicable regulatory requirements, and applied under the full control of the operator. In addition, no deficiencies could be found during a system check. Furthermore, hair loss is a known side effect for radiation emitting products which is indicated in the operator manual. No system problem could be identified. The system works as specified.